Event description:
As a pt was lowering himself onto the hoist from a standing position he put his hand out to support himself, instead of holding onto the armrest he held onto the back rest. The back rest detached causing the pt to fall sideways onto the edge of the tub. He sustained bruising to his ribs. One person involved.